Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, completed the field correction form on behalf of customer, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.